Manufacturer narrative:
During the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on the pcb assembly, mechanism rails, and top battery. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined.

Event description:
It was reported that the patient blood glucose levels reached greater than 250 mg d/l while wearing the pod.